Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events of lymphadenopathy and lump are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and lump.

Event description:
Patient reported ¿nodules forming on lungs, moving to my liver, spleen and brain with swollen lymph nodes in my sternum and moving to my right armpit. Two masses on the right, but biopsy came back negative". Later patient reported "a diagnosis has not yet been confirmed, however believes it may be an auto immune related issue". This record is for the right side. Device remains implanted.